Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was approximately a 5¿10-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6: the service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) was powered on multiple times with no issues and met all specification requirements. The peripheral component interconnect (pci) cable was replaced as a precaution and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.